Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a varipulse¿ bi-directional catheter and after advancing it into the body and completing 3 pfa (pulse field ablation) applications, it was noticed that the contraction mechanism no longer functioned. The loop of the catheter was stuck/jammed in a full contracted position. There was no difficulty in removing the catheter. The settings for the catheter used were for the varipulse plus (30ml/min ablation irrigation flow rate, manual switching to 4ml/min idle, inter application delay 10 seconds). The catheter was replaced and the issue was resolved. The procedure continued with no further issues. No patient consequences were reported.